Manufacturer narrative:
The pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump had cracked battery tube threads, reservoir tube lip, and a cracked case window display corner.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that he can't get out of rewind or prime. Customer wasted 300 units of insulin trying to get it going. Customer is unable to exit the preparing to prime loop and are stuck in the rewind complete/bolus delivery loop. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.